Event description:
Pt stated he did not feel well pre treatment. 3-1/2 hrs into his treatment he complained of chills. His pre temp. Was 96.8 with a maximum temp of 101.4. The physician was notified and pyrogen testing and blood cultures ordered. Vancomycin 1 gm was given IV. The treatment was discontinued 1 hr and 20 minutess early. The pt was lithargic and unable to stand on own post treatment.. He was sent to the hospital. Pyrogen testing and blood cultures were negative. The pt has since dialyzed at the facility without difficulty. Taf 175 use #10.